Event description:
Same case as: 2134265-2009-06024; 2134265-2009-06026. It was reported that during a carotid artery stenting treatment procedure, the pt experienced sinus arrest and bradycardia. The 80% stenosed target lesion being treated, was 20mm long with a 5mm reference vessel diameter located in the left internal carotid artery (ica). The target lesion was treated with a filterwire ez and placement of a carotid wallstent. Following post-dilation, residual stenosis was 5%. During the index procedure, the pt experienced sinus arrest and bradycardia. The event occurred when an unk sterling balloon catheter was initially inflated. The pt was treated with medication and the procedure was successfully completed without complications. The pt was discharged 3 days post procedure. "The event was considered resolved without residual effects."

Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.